Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the clinic with an alert for shock lead impedance trending up. Technical services (ts) reviewed a previous event and found high out of range shock lead impedances measuring at 126 ohms. However, current shock impedances were within normal range, measuring at around 100 ohms. Ts provided reprogramming recommendations. This device remains in service and no adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the clinic with an alert for shock lead impedance trending up. Technical services (ts) reviewed a previous event and found high out of range shock lead impedances measuring at 126 ohms. However, current shock impedances were within normal range, measuring at around 100 ohms. Ts provided reprogramming recommendations. Additional information from the field indicated this device was reprogrammed and will continue to monitor this patient. This device remains in service and no adverse patient effects were reported.